Manufacturer narrative:
The field service engineer verified the water quality and changed the filter. The issue did not re-occur. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with ise indirect na (sodium) and k (potassium) for gen.2 on a cobas 6000 c501 module. Patient 1: the sample initially resulted in a na value of 151 mmol/l and repeated as 137 mmol/l. The sample initially resulted in a k value of 5.15 mmol/l and repeated as 4.32 mmol/l. Patient 2: the sample initially resulted in a na value of 153 mmol/l and repeated as 143 mmol/l. The sample initially resulted in a k value of 5.28 mmol/l and repeated as 4.51 mmol/l. Patient 3: the sample initially resulted in a na value of 152 mmol/l and repeated as 141 mmol/l. The sample initially resulted in a k value of 4.98 mmol/l and repeated as 4.12 mmol/l. Patient 4: the sample initially resulted in a na value of 151 mmol/l and repeated as 138 mmol/l. The sample initially resulted in a k value of 5.56 mmol/l and repeated as 4.86 mmol/l. Patient 5: the sample initially resulted in a na value of 152 mmol/l and repeated as 140 mmol/l. The sample initially resulted in a k value of 4.50 mmol/l and repeated as 3.49 mmol/l.